Event description:
No additional informaiton provided.

Manufacturer narrative:
DHR review: the complaint lot# is 3354739, sku is 383346, assembly in suzhou plant on 2024.jan.9, lot quantity is (B)(4) ea. Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot. Returned sample analysis: no sample returned; no picture provided. Retain sample analysis: sampling 2ea from the retain sample of the same lot to do leakage test, test result is within product specification. Refer to the attachment for retain sample test report. Possible cause analysis: based on the information, leakage is reported from tubing or wing inserter area. The possible reasons for this type of failure may including: 1. The chemical bonding performance between tubing and wing is not good, leakage is from the bonding location. 2. Tubing damage/broken issue, or poor prn assembly status current manufacture already has control procedures as below to monitor and prevent this kind of defect: 1. Both in-process and outgoing sampling will check the pull force related extension tubing, including bonding force and swaging force for two ends, poor connection can be detected. 2. Both in-process and outgoing sampling check do leakage test for component with extension tubing and prn connector. There is no sample returned, no picture provided, and the retain sample leakage test result is pass, so the root cause is not clear for this leakage issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima w/y adapter gn 18ga x 1.0in leaked it was reported by customer that when responding to a hypotension alarm on central monitoring. Upon arrival into room patient was found in a large pool of blood on her left side. Arterial line intact. A #22 piv where heparin was infusing and still connected to the piv had backflow of blood. Attempted to aspirate to assess piv howver air mixed with blood returned. D/c piv and held manual pressure. Upon further asessment of the piv, when flushed I found a leak in the j-loop attached tubing directly before the butterfly pinch area. Piv saved and given to cns. Rcc received a complaint via email. Email(s) attached. We received an incident report from one of the our units. The product is ref# 383346 safety system with y adapter. The nurse states ¿responding to a hypotension alarm on central monitoring. Upon arrival into room patient was found in a large pool of blood on her left side. Arterial line intact. A #22 piv where heparin was infusing and still connected to the piv had backflow of blood. Attempted to aspirate to assess piv howver air mixed with blood returned. D/c piv and held manual pressure. Upon further asessment of the piv, when flushed I found a leak in the j-loop attached tubing directly before the butterfly pinch area. Piv saved and given to cns.¿